Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all, patient, event and device's information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Information reported to sales from surgeon: patient was implanted with porcine mesh, used as an onlay. A post-operative CT scan reported the graft had migrated and detached from the abdominal wall. The patient has not undergone invasive procedure at this time. Per information obtained from surgeon on (B) (6)2010-- the graft detached from the surgical site and migrated several months after implantation. The graft was explanted on (B) (6)2010.